Event description:
A surgeon reported during two separate cataract extraction procedures, metallic particles came out of the handpiece and into a pt's eye, near the iris. Also, the doctor reported that the tip of the handpiece was blocked during the surgical procedure. The particles were removed during the initial procedure. In a follow up, the surgeon reported that not all the particles were removed from the pt's eye, and that the foreign bodies that remain in the eye could be protein deposits. The pt is reported as doing well postoperatively and there has been no subsequent issues. This is the first of two medical device reports for this facility.

Manufacturer narrative:
The sample has been received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).